Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump screen was black and the pump was unresponsive. After charging the pump for an hour, the pump did not back on. Customer's blood glucose was 154 mg/dl. An alternate method of insulin delivery was available.